Event description:
It was reported that the patient is experiencing boils, lesions, swollen lymph nodes, fever and pain. Stated mesh is "coming apart" and can be seen on x-ray. Also has recurrence.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.